Event description:
The manufacturer received information from uno legal litigation in reference to a repaired or recertified dreamstation CPAP with an allegation that the device was returned to warehouse. The manufacturer was made aware of this complaint through a representative of the customer. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. During the evaluation, additional failures were observed like unit with dirt, has rust on the bottom. There was no error has been identified.